Manufacturer narrative:
Device evaluation: medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with external damage. Event history log review was performed and found evidence of reported problem. Visual inspection and start up process were performed. The customer reported problem was confirmed. According to the investigation, the pump speaker caused the reported problem. Investigator replaced the pump speaker to correct the reported issue. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited acu watchdog failure. No adverse effects were reported.